Manufacturer narrative:
Since the catalog and lot numbers of the device are unknown the common device name, device product code, and PMA/510k numbers are unknown. The catalog number and lot are unknown. Therefore, device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event: it was reported that during a mastoidectomy surgery, it was observed that the cutter device and attachment device heated up during use. There were no delays to the surgical procedure and a spare attachment device was available for use. The surgery was completed successfully with the spare device. The reporter stated that irrigation was not used as a result of the reported malfunction. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The reporter stated that the burr was discarded and will not be returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.